Manufacturer narrative:
New information corrects the suspect device.

Event description:
It was reported that the vns patient will undergo surgery due to high impedance that was first observed during an office visit on (B)(6) 2014. It is unknown if the patient¿s device was subsequently programmed off. X-rays were not taken and no patient manipulation or trauma was reported. The surgeon believed that there was a loose lead. Diagnostic results following generator replacement surgery on (B)(6) 2013 showed normal device function at the time. No known interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent surgery. Pre-operative diagnostics resulted in high impedance (dc dc code - 7). During the surgery the surgeon reinserted the lead pin into the generator header. The surgeon indicated that he could not be certain, but that it looked like the lead pin might not have been fully inserted prior to reconnecting the generator and lead. Device diagnostics performed after lead pin reinsertion was within normal limits. The patient's head was placed in different positions and multiple diagnostics were within normal limits (dc dc code - 2). No devices were explanted. The high impedance appears to be a result of a generator/lead connection problem.